Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported an insulin occlusion alert on their ilet bionic pancreas after a recent supply change. The user had been dismissing the alert but contacted support and was advised to replace all supplies and restart therapy. No blood glucose values, symptoms, or ems involvement were reported. The event resolved after the supply change with no adverse health effects.